Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the recommended troubleshooting was performed along with commanded shock. A 1.1 joule commanded shock returned a shock impedance of 85 ohms while a 41 joule commanded shock of 95 ohms. The device remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited varying shock impedance measurements between 80-140 ohms. The patient is not pacemaker dependent and was asymptomatic. Boston scientific technical services (ts) recommended obtaining an x-ray and performing isometrics to assess lead integrity. Additional information received indicates that the physician plans to schedule an office visit with the patient and perform recommended troubleshooting. Attempts to confirm if this troubleshooting was performed and the resolution/treatment plan were unsuccessful.